Event description:
It was reported that the lead exhibited greater than 2000 ohms impedance and loss of capture in the bipolar configuration. The lead was fractured. The device was programmed to unipolar configuration.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.